Event description:
It was reported that a cartridge change error occurred and that the insulin gauge was inaccurate and static. The customer reloaded the cartridge to resolve the issue. Additionally it was reported that the customer experience an elevated blood glucose of ¿high¿ on the continuous glucose monitor. Elevated bg was address by correction bolus and correction injection via manual injection. A system check was performed, and reportedly the customer was using ademlog insulin. Clinical support informed the customer that ademlog insulin is off label per the tandem user guide. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.